Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 30gx1/2 was missing fill marks. No medical intervention or injury was reported associated with this complaint.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that the scale markings are missing and the needle hub assembly is not properly placed on the barrel. The syringe was returned with the hub-needle/shield assembly separated from the barrel. The barrel was examined and exhibited a damaged barrel tip and no scale printed on the barrel. Device history record review ¿ a review of the device history record was completed for batch# 6347507. All inspections and challenges were performed per the applicable operations qc specifications. During production of the previously listed batches that went into finished batch# 6347507, the following notifications for related incidents and/or defects were initiated: qn# (B)(4). Identified defective components/materials were dispositioned as deemed appropriate, prior to closure of each individual notification listed above. On 20sep2017, (B)(4) received (1) loose 0.5cc syringe from reported batch# 6347507. All samples were decontaminated per (B)(4) prior to evaluation. Upon examination by (B)(4), multiple defects were noted within the samples. First, damage to the barrel tip was noted, appearing to be a result of a misalignment during assembly on the metro. The interior of the cannula/hub assembly was inspected and noted some slight damage to the hub core; this corroborates that misalignment during assembly on the metro to be a likely cause for the hub assembly (cannula, hub, shield) separation from the remainder of the syringe (barrel, plunger rod/stopper; no cap was returned with this sample). Secondly, it was noted that there was damage to the flange of the barrel, as it appears to be bent on one side, likely occurring during the mis-assembly of the hub assembly onto the remainder of the syringe. Further investigation as to root cause is not possible at this time. Finally, it was observed that the scale printing along the barrel was incomplete for the sample received. Specifically, the barrel size (0.5ml) was printed as was a portion of the numerical values towards the 50u (0.5cc) mark were made, though illegible. The remainder of the scale did not appear to have been attempted during the printing process. Probable root cause for this is likely due to an incomplete transfer of ink to the pad prior to the barrel passing through the printer. When this occurs, ink with the appropriate scale markings, will not be transferred to the barrel as the mandrile rotates the barrel and makes contact with the pad. The result would be of varying degrees in print, ranging from no print at all to nearly full print, and all possibilities in between. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (damaged barrel tip and no scale printed on barrel). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: packed in the carton incorrectly. Conveyance of syringes to the packaging equipment (pea-shooters) has the potential to bend barrel tips. Possible root causes for missing scale markings include: damage to the pad, print drum not touching the pad for ink transfer, pad heat set incorrectly, print head timing out of adjustment, pad indication set incorrectly, plugged ink nozzle, ink pump fault, ink nozzle set incorrectly, brass roller set incorrectly, worn print head bearings. Rationale: based on the investigation, no CAPA is required at this time.